Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose level was 228 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.